Event description:
A patient was implanted on an unknown date with a helical blade, one 170mm trochanteric fixation nail (tfn), and one 40mm locking screw. The patient presented with pain, irritation, discomfort and delayed healing on an unknown date, a non-union was identified and the tfn was reported to be cutting into the anterior portion of the femoral head. All hardware was removed on (B)(6) 2014 and a revision utilizing a cemented stem with total hip arthroplasty was performed. There were no issues reported with the explanted devices. No patient harm or surgical delays were reported the patient status was reported as ¿good outcome no issues.¿ this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows lot#7115651 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (6867687) met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.